Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via health canada¿s medical devices online database: "f23 - unexpected medical interventione0514 - thrombosisthrombusa26 - insufficient informationb17 - device not returned." No other information regarding the event was provided.